Event description:
A (B)(6) with history of orthotopic heart transplant for complex congenital heart disease here for her routine hemodynamic assessment and biopsies. A 4 fr 60 cm wedge catheter was being used for right heart catheterization. With inflation of balloon, the balloon ruptured. It was removed intact. There was no change in patient status. Note: this was the second balloon rupture incident with this product and lot number. The first balloon rupture occurred in another patient who developed issues and so was reported to the manufacturer via 3500a report form.